Event description:
It was reported that the bd phaseal¿ infusion adapter c100 leaked after spiking it with the IV set. This occurred 6 separate times during use. The following information was provided by the initial reporter: "leakage while using bd phaseal adapter. Leakage noticed after spiking the infusion adapter with giving IV set".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 leaked after spiking it with the IV set. This occurred 6 separate times during use. The following information was provided by the initial reporter: "leakage while using bd phaseal adapter. Leakage noticed after spiking the infusion adapter with giving IV set"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-09 . H6: investigation summary five samples have been received for investigation. Three pieces out of the package and 2 unused packaged. Additionally, the video that was sent for the investigation was visualized, observing that the drop comes out of the window created at the ia-port junction point with the c100 housing. A visual inspection of all the samples received was carried out and no defect with the reported effect was observed. It is observed in one of the pieces, that the ia-port in the part of the window is minimally wrinkled compared to the other pieces, which could give us an indication that the assembly of the ia-port with the c100 housing was not properly assembled. A device history review was performed for lot 1919108 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Leak testing is performed on all batches during manufacturing to ensure membrane quality. Functional tests of leakage between the two bodies and of engagement and disengagement force of the two bodies were performed and no out-of-specification values or leakage were observed. Based on our quality team's investigation, the leak cannot be determined where it originated from as no further information is available on the defective sample no issues related to the c100 infusion adapter can be identified. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 leaked after spiking it with the IV set. This occurred 6 separate times during use. The following information was provided by the initial reporter: "leakage while using bd phaseal adapter. Leakage noticed after spiking the infusion adapter with giving IV set".